Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a burning feeling like a "bee sting" on the implantable neurostimulator (ins) inside of them. This started the morning of the report. The patient reported that they had talked with their hcp and was told to let the hcp know if it happened again, but it had only happened the one time so far. The hcp reported that this happened spontaneously and only once. Since then, it had been difficult to connect and charging took longer. There were no diagnostics, troubleshooting, or actions performed to the knowledge of the hcp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.